Event description:
The customer reported that during a cystoprostatectomy, the jaws would no longer open. Some oozing occurred when the device was removed from tissue, another device was used to complete the procedure without incident. The surgeon stated that he felt the jaws were stuck together due to burnt tissue on the jaws.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.